Manufacturer narrative:
He full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right atrial (ra) lead helix came out to quickly would not attach. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.